Event description:
Pt scheduled for laparoscopic cholecystectomy. After placing the trocar, the surgeon identified the cystic artery. Surgeon attempted to clip the artery utilizing a clipping device. After the second clip, the device jammed and would not release. While maneuvering the device, the artery sheared resulting in bleeding, necessitating the laparoscopic procedure to convert to an open cholecystectomy.